Event description:
During the implantation procedure, the interrogation of ICD unit involved in this MDR report could not be completed. Therefore, it was explanted.

Manufacturer narrative:
April 4, 2008. This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.